Event description:
It was reported that during the implant procedure this right atrial (ra) lead, blood loss and atrial tachycardia occurred. Due to these intraoperative complications, the physician elected not to implant the ra lead. The procedure was completed with implantation of a single-chamber pacemaker without an atrial lead. No additional adverse patient effects were reported. This ra lead is not expected to be returned.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.